Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. The customer provided the logs and video for this event. The suspected component/device is still under investigation. Therefore, a definitive root cause cannot be determined.

Event description:
The customer reported that the device experienced a touch screen issue during patient use. The patient was transferred to another ventilator. The customer confirmed that there is no patient harm associated with the reported event.